Event description:
It was reported that a remote alert was received for a high, out-of-range shock impedance measurement (>200 ohms) from this right ventricular (rv) lead. The patient was brought in-clinic where provocative maneuvers were performed, but the shock impedance measurement was in-range. Boston scientific technical services (ts) was contacted and confirmed that there was a single out-of-range measurement, which could have possibly been the result of electromagnetic interference (emi). There was also evidence of myopotential rv over-sensing. Ts recommended performing further provocative maneuvers and diagnostic imaging to assess the rv lead integrity. The device was subsequently explanted due to normal battery depletion and the patient was upgraded to a cardiac resynchronization therapy (crt) defibrillator device. During the procedure, this rv lead was evaluated and no reproducible noise nor changes in impedance were observed. Because of this, the physician elected to leave the lead implanted and in-service with the new crt device. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received for a high, out-of-range shock impedance measurement (>200 ohms) from this right ventricular (rv) lead. The patient was brought in-clinic where provocative maneuvers were performed, but the shock impedance measurement was in-range. Boston scientific technical services (ts) was contacted and confirmed that there was a single out-of-range measurement, which could have possibly been the result of electromagnetic interference (emi). There was also evidence of myopotential rv over-sensing. Ts recommended performing further provocative maneuvers and diagnostic imaging to assess the rv lead integrity. At this time, the system remains implanted and in-service. No adverse patient effects were reported.